Manufacturer narrative:
Additional suspect medical device components involved only included model #: sc-1110-02, serial #: (B)(4). Description: precision implantable pulse generator (ipg) additional information received indicated that the patient had the paddle lead and ipg explanted. The patient is reportedly doing fine. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient is experiencing pain in her neck. An x ray was taken and showed the paddle lead is out of the epidural space and the 8th contact is loose and appears to have almost fallen off the lead. The physician has decided to explant the patient's paddle lead and ipg.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-1110-02 serial: 214297 (B)(4), description: precision implantable pulse generator (ipg) model: sc-8216-50 serial: (B)(4), description: artisan surgical lead with platnalock technology - 50cm.

Event description:
A report was received that the patient is experiencing pain in her neck. An x ray was taken and showed the paddle lead is out of the epidural space and the 8th contact is loose and appears to have almost fallen off the lead. The physician has decided to explant the patient's paddle lead and ipg.